Event description:
It was reported that the right ventricular lead integrity alert triggered due to oversensing. It was also reported that the lead had non-capture. The lead was reprogrammed. During the follow up process it was revealed that the patient died twenty days after the lead had the oversensing and non-capture. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing. Three episodes of ventricular non-sustained tachycardia less than or equal to 210 ms between (B)(4)-2012 14:55:54 and (B)(4)-2012 12:02:51. In addition, there was interference/noise. The ventricular short interval count was equal to 7740.1 counts avg/day, in 3.11 days, between (B)(4)-2012 11:24:04 and (B)(4)-2012 14:02:09. Lastly there was a lead integrity alert triggered for lead failure predictor on (B)(4)-2012 09:16:01. The initial reported event was received on (B)(4) 2012 of note; the reported serious injury of the (B)(4) normally submitted via a bimonthly that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died approximately twenty days after the serious injury occurred. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the exemption reporting and is therefore being submitted as a 30-day report. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.